Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) regarding patient programmer. It was reported that there was something wrong with the controller because it was not allowing her to get any bolus. The patient stated that the pump was put in on (B)(6) 2024 and they had been having problems since then. The patient mentioned that they were in the hospital on (B)(6) 2024 because they were having problems with it. The patient said, they thought it may have flipped or done something, but they did a whole bunch of tests and found out it was not flipped. The agent had the patient try to connect to the pump using the controller and the patient saw ¿no pump response.¿ the patient service walked patient through closing all application and trying to connect again.the patient was able to successfully connect to pump (patient was stuck at 90% for a long time on the first interrogation of the pump) and was getting locked out for 49 minutes. The agent reviewed and told the patient to wait the 28 minutes and try to give herself a bolus and call back if it did not work. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue or call back to a patient service. The patient husband stated on the phone stated that his wife has had many pumps and almost died at one point.